Event description:
Customer reports one incident of a hole in the tubing of the arterial fistula needle set during pt use. Estimated blood loss was approximately 1 ml. No pt injury or medical intervention reported.